Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch #659a83. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and a gst60g reload loaded on the device. The reload was received partially fired 3/4 with some b-formed staples on the reload deck. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 659a83, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional information received: I have reached out to multiple nurses and none have given me any more information on this medical device complaint. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Patient was fine, no consequences mentioned at time of reporting or during my questioning.

Event description:
It was reported that during a laparoscopic appendicectomy on the (B)(6), the stapler didn¿t fire. Another stapler opened. No patient consequence reported. No other details provided.